Event description:
It was reported that a ventricular fibrillation and stent dislodgement occurred. The target lesion was a diffuse stenosis located in the middle right coronary artery. Following pre-dilation, a 3.00x38mm promus element drug-eluting stent was advanced to the lesion. However, when adjusting the stent, a ventricular fibrillation was noted, which then led to the guiding and stent dislodging to the brachial artery. The procedure was cancelled. The stent remained inside the patient and cannot be removed. No further patient complications were reported and the patient status was stable. It was further reported that the stent was snared and removed from the patient.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 01:20 pm CT.the report number is being corrected from 2134265-2018-63912 to 2134265-2018-63717. Device evaluated by MFR: promus element,mr,ous 3.00x38mm stent delivery system was returned for analysis without a stent. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp marking were evident of the balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found a kink at the port bond site. The inner/outer shaft polymer extrusion polymer appeared to be stretched and flattened. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a ventricular fibrillation and stent dislodgement occurred. The target lesion was a diffuse stenosis located in the middle right coronary artery. Following pre-dilation, a 3.00x38mm promus element drug-eluting stent was advanced to the lesion. However, when adjusting the stent, a ventricular fibrillation was noted, which then led to the guiding and stent dislodging to the brachial artery. The procedure was cancelled. The stent remained inside the patient and cannot be removed. No further patient complications were reported and the patient status was stable.

Event description:
It was reported that a ventricular fibrillation and stent dislodgement occurred. The target lesion was a diffuse stenosis located in the middle right coronary artery. Following pre-dilation, a 3.00x38mm promus element drug-eluting stent was advanced to the lesion. However, when adjusting the stent, a ventricular fibrillation was noted, which then led to the guiding and stent dislodging to the brachial artery. The procedure was cancelled. The stent remained inside the patient and cannot be removed. No further patient complications were reported and the patient status was stable. It was further reported that the stent was snared and removed from the patient.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 01:20 pm CT. The report number is being corrected from: 2134265-2018-63912 to: 2134265-2018-63717.